Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent products are identified in d2 and g4. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation and no images were provided for review which leads to inconclusive evaluation result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system during deployment; particularly the instruction for use state: 'confirm that the introducer sheath is secure and will not move. (...) Gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure.' The instruction for use further state: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended (...)'. A stent size selection table is part of the instruction for use describing the relationship between outer diameter of stent and reference vessel diameter. H10 : g3 h11: h6 (method) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that four years post stent placement procedure in the right superficial femoral artery to popliteal artery, in-stent occlusion was allegedly confirmed at proximal of the stent. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years post stent placement in the right superficial femoral artery to popliteal artery, in-stent occlusion was allegedly confirmed at proximal of the stent. The procedure was completed by using another device. There was no reported patient injury.